Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 pta balloon was received for evaluation. During visual evaluation, the strain relief was noted to be separated from the hub. The hub was viewed under the microscope and the adhesive appeared non-homogeneous at the distal end of the hub. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is unconfirmed for the reported material deformation as no deformation was noted on the device. However, the investigation is confirmed for the identified dislodgement issue as the strain relief was noted to be separated from the hub. A definitive root cause for the reported material deformation and identified strain relief dislodgement could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the bilateral iliac artery, the hub of the pta balloon was allegedly found to be damaged. There was no reported patient injury.